Event description:
Discordant results for cardiac troponin I (ctni) were obtained on a dimension rxl max w/hm instrument on two patients. These results were reported to the physician(s) who questioned the results. The same patient samples were repeated on the same instrument and the corrected results were reported. There are no known reports of patient intervention or adverse health consequences due to the discordant ctni results.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc reviewed the system data files and determined that the cause of the discordant cardiac troponin I (ctni) results were due to specimen integrity. The tsc determined that the system check for wash probes displayed issues consistent with dirty probes. The tsc recommended that the customer perform probe cleaning and alignment. The instrument is performing within specifications. Further evaluation of the device is not required.